Event description:
Pt was admitted to the hospital for abdominal injuries requiring surgical repair including a repair of the inferior vena cava. During that repair, needle separated from the suture. Was seen at level l3 but could not be found (after x-ray). Pt was to be discharged and had x-rays prior to discharge and needle was seen in the right ventricle. Pt returned to the hospital with chest pain, shortness of breath and hypotension. Pt was found to have a pericardial effusion with tamponade. This was surgically evacuated. The needle was removed. The right ventricle repaired. Pt is recovering.